Event description:
It was reported by a biomed technician that the pc unit's serial number is the same as another pc unit they have. The unit was identified as an end-of-life device; the device was manufactured in 2011. The customer reached out to bd tech support for assistance on updating the serial number. When asked, the customer was unable to clarify if they switch the rear cases or logic board by mistake. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.